Manufacturer narrative:
This event occurred outside the us where the same model is distributed. The user facility has no responsibility to file a 3500a. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Evaluation summary pea100110h battery - battery depletion-normal

Event description:
It was reported that the lead and pacemaker failed. The device and lead were explanted. No patient complications were reported as a result of this event.